Manufacturer narrative:
Unit had intermittent act button response due to flattened buttons dome switch. No unexpected numbers ramping scrolling during testing. Unit primed properly. No prime fill anomaly noted. Unit passed rewind test, basic occlusion test, occlusion test, prime a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer called to report that insulin is squirting out of the insulin pump during the manual prime process. Customer stated that insulin continues to drip after the motor stops. Customer added by stating that the pump was pushing out insulin like water works and was not stopping during the prime process. It was reported that the custome was not wearing the pump during priming. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.